Event description:
A peritoneal dialysis patient (pt) reported to fresenius technical support (ts) their cycler was alarming with the m31 air detected in cassette warning in drain 0 of 0 (343ml of 2,996ml). Warning occurred twice tonight. The patient was connected during incident. Fluid was seen the back of cassette. Supply bags (sb) are lying flat. All lines securely connected; all cones were broken. The heater bag (hb) was not empty. Unused lines were clamped. All sb's were not empty. The patient also reported a fluid leak; fluid was discovered during treatment complete - step 9 remove cassette. The patient was not connected during incident. Fluid was not discovered in the pump module area. Fluid was not discovered on the external of the cassette. Fluid leaked from an unknown location. The film on the back of the cassette is not loose. The cycler also received the notice: draining slowly message. Ts advised the patient to reset up with new supplies for his next treatment. Upon follow up, the patient stated that, on the morning of (B)(6) 2026, fluid leaked from a pinhole in one of the cassette bulbs. There was no solution bag or connection leak. The leak was discovered at treatment complete. The patient was connected. Approximately one ounce of fluid leaked. They do not know what caused the pinhole. Treatment had been completed. There were no injuries, symptoms, adverse events, or medical intervention required as a result of the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.